Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath was fully expanded as designed, damage to the distal section of the hdpe shaft, circumferential liner delamination from the distal tip, liner bunched, 2 kinks on the sheath shaft and the c-marker band was attached to the sheath liner. Imaging of the sheath post procedure was reviewed and revealed a potential kink distal to the strain relief, the delivery system was unable to be retrieved through the sheath tip, distal portion of the delivery system had an altered profile, the balloon material is tucked underneath the flared out nose tip wings.  No relevant functional or dimensional testing was performed due to the nature of complaint. The complaint was confirmed through visual inspection. During the manufacturing process, the esheath is 100% visually inspected and tested several times.  The sheath shaft components are inspected for defects per procedure. During final assembly, the esheath is visually inspected by both manufacturing and quality per procedure. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for seam separation and sheath kink resistance. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of the complaint history from september 2019 to august 2020 revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.  Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the august 2020 control limit for all the trend categories. The IFU for esheath and training manual were reviewed for guidance and instruction involving the esheath and delivery system. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completed unflexed prior to removal. In addition, the training manual provides guidance on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section (have an appropriate dilator ready to occlude the vessel if required. Based on the review of the IFU and training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, there was resistance noted during retrieval of the delivery system. Evaluation of the device indicates the delivery system was caught on the sheath tip (altered delivery system balloon profile, damage to the distal section of sheath. If the delivery system is caught on the sheath tip during retrieval, and force/manipulation is used to troubleshoot the difficulty, this may result in delamination and kinking of the sheath. In this case, available information suggests that procedural factors (retrieval difficulty, excessive manipulation) contributed to the complaint event. No labeling, training, or IFU deficiencies were identified or manufacturing non-conformances were identified.  A review of complaint history revealed that the occurrence rate did not exceed the august 2020 control limit for all the trend categories. Neither corrective/preventative action, nor pra is required at this time.

Manufacturer narrative:
The esheath was returned for evaluation. Investigation is ongoing.

Event description:
The initial visual inspection of the returned 16 f esheath revealed that the liner was circumferentially delaminated. As reported, by our canadian affiliate, after a successful valve deployment of a 29mm sapien 3 valve by transfemoral approach, there was noted difficulty crossing the stenotic valve with the crimped sapien 3, therefore an additional 1-2cc of fluid was inserted into the commander delivery system balloon, aiding in successful crossing of the stenotic valve. There was no balloon pre-dilation of the valve. Post deployment, resistance was encountered during removal of the commander delivery system through the 16 f esheath. A kink was noted at the expanding portion of the esheath. After alleviating the kinked position of the sheath, resistance withdrawing the balloon through the sheath was encountered as the distal portion of the delivery system could not be inserted into the sheath. A portion of the balloon was still in the sheath, and the sheath was partly removed. There was still resistance to withdrawing both the delivery system and sheath together from the vessel. The sheath was removed first, and then the delivery system. The right femoral puncture site was successfully closed with pro-glides. There was a tear in the intimate layer of the external iliac which was successfully stented from the contra-lateral femoral arterial access site. There was no bleeding through the iliac. The patient is stable. Upon removal, visual inspection noted that there was an unusual shape to the deflated balloon and the shape of the delivery system balloon caused the damage to the intimal layer of the iliac. It was reported that there was no retained volume in the balloon; additional negative pressure was applied to the delivery system with an empty 50cc syringe, and no additional fluid was evacuated.